Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. The customer¿s other blood glucose level was 200 mg/dl. Customer states insulin pump had insulin flow block alarm. Customer reports insulin exited at the quick release. Customer states auto mode feature was not active. The insulin pump will not be returned for analysis.